Event description:
Pt has reportedly experienced facial nerve stimulation, and discomfort. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed data consistent with electrostatic discharge damage. Revision surgery has been scheduled.